Event description:
The customer called technical support (ts) reporting that the devices touchscreen is not functioning as intended and it was just calibrated. Requesting part ID for the touchscreen. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for touchscreen and transferred caller to parts to place order. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.